Manufacturer narrative:
Investigation: visual inspection: deposits on the catheter (possibly calcified) were detected, but no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a accelerated outflow in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx421t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in underdrainage and adjustment difficulties were experienced. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown. Height: (B)(6) centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: female.